Event description:
Incident described as: a pt was receiving oxygen therapy via a endotracheal tube that was attached to a conchapak column and it was reported the pt experienced an oxygen deficiency and had to be reintubated for thick secretions inside the et tube. On inspection, it appeared the column was dry and the respiratory therapist questioned if the tubing was kinked. No pt injury or death reported.

Manufacturer narrative:
Device is available for evaluation, but has not been received yet. Investigation report is not available yet. A follow up report will be sent when investigation is complete.